Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the mrx monitor when monitor is on the scroll menu, it keeps scrolling by itself without stopping. There was no reported patient involvement.

Event description:
It was reported to philips that the device's display is not functioning properly. It was later observed that the device's screen is white when powered on. There was no reported patient involvement.